Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving morphine with concentration 15 mg/ml at a dose rate of 5.5 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that patient indicated their pump was occasionally hitting ribs and possibly flipping. The date of the event was unknown. No diagnostic tests or troubleshooting was noted. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was further reported that the patient had several revisions to suture back down ¿supposedly¿. Since it was uncomfortable the physician agreed to move and anchor if needed. A pocket revision was noted. Surgery was performed to make sure the pump was anchored correctly. Upon opening the wound, yellow fluid was seen. The physician questioned infection. They sent cultures. The pump was explanted due to possible infection and suspected flipping inside the patient. The complete catheter was also removed. The device would not be replaced in the future. The hcp was noted as having been notified that the pump should be returned to the manufacturer, but the hcp refused return. The hcp had discarded the catheter. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but was unknown. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient's pump had to be removed as it was detached and infected. The patient hoped to have it re-inserted by the end of this year.